Event description:
The fe reported that the system would shut down uncommanded. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups and f32 fuse were evaluated and replaced. The system was tested and found to be working as intended and returned to service.